Event description:
On 11th may 2024, it was reported by an arthrex employee via email that an ar-2257, ac tightrope¿ repair kit, titanium, was broken when the surgeon pulled the suture strand. This was detected during use in a fixation of shoulder dislocation surgery on (B)(6) 2024. The procedure was completed successfully as a new ar-2257 was used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual evaluation and the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.